Event description:
The event involved a 74 cm (29") pressure infusion (400psig) ext set w/microclave® clear, clamp, rotating luer where the reported stated that the nuclear medicine department put into service the proposed assembly: perfuser + extension for the injection of contrast products (pdc). From the first use there was a new incident: during the injection of the pdc (ultravist 370) at a speed of 2.2 ml/sec on blue catheter, a rupture of the emergency line valve occurred. The maximum pressure was 250 psi. As a result, there was contamination of the environment and the patient and there was no injection of the pdc into the patient. There was patient involvement and unknown adverse event/human harm. The patient¿s health state is good, nothing to declare. Leakage of contrast product onto the patient but no clinical consequences. No need of medical intervention. Nobody was harmed. The treatment was not finished, contrast test cancelled. The disconnection was noticed after a few seconds. The medication came into contact with the patient and with the healthcare providers. No effects on the patient and the healthcare providers, but cleaning was needed. The leak was cleaned as per facility's protocol.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Received one used. List #011-mc33730, 74 cm (29") pressure infusion (400psig) ext set w/microclave® clear, clamp, rotating luer; lot #14066060 ---> one used. List #unknown, glass syringe w/ tubing; lot #unknown. The silicone plug was observed to be separated from the y-clave the reported complaint of a rupture causing a leak could be confirmed. The returned used sample was observed to have the silicone seal separated from the microclave. The probable cause of the leak is from an over pressure during use. The direction for use (dfu) states: "for sets equipped with clave/microclave y site: prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.